Event description:
It was reported that during a lap gastric sleeve procedure, on the second firing on the stomach with a green cartridge and seamguard resulted in only one row of staples on the patient side forming properly for some reason. The surgeon says firing started normally and then at about 30% into the firing the stapler made a funny noise and misfired two out of the three rows of staples on the patient's side only (two outer rows). The staple line was over sewn and the defective cartridge was removed from the field. The same stapler had a new cartridge put in it and the case was completed with the original device. There were no patient consequences.

Manufacturer narrative:
(B)(4). Additional information was requested and the following was obtained: what other color cartridges were used before and after this event? Green only. Was buttressing material utilized? Yes if so, which product? Gore seamguard. Was the instrument fired across or near an existing staple line or clip? Yes. Were any of the forces higher or lower than expected (closing, firing, or opening)? Not that I'm aware of after use, did each of the triggers and buttons automatically return to their original (pre-fired) positions, without intervention? Yes. Was there any difficulty removing the device from the tissue? No. Is there any other additional information you would like to share about this device or procedure? No.

Manufacturer narrative:
(B)(4): device not returned. The complaint could not be confirmed because no device was returned for analysis. As a lot number was not received, a device history review could not be performed.